Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2016-06973. It was reported that the burr became stuck on wire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink plus and a 330cm rotawire were used to treat and advance to the target lesion. During the procedure, difficulties were encountered when the burr was advance over the wire. Then an attempt was made to pull the wire out of the burr but failed. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.

Manufacturer narrative:
Device evaluated by MFR.: device was returned for analysis. The unit returned in a generic plastic bag. The unit returned has distal end damage, as part of overall visual revision. The device has damaged the distal tip section (distal tip unraveled). Also, it has de distal tip wire kinked. The welding point at the end of the distal tip is at the wire, so it is within specifications. There is no welding point at the beginning of the distal tip, but it has marks that show that this welding point was there before. The overall length and outer dimensions were within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as 2134265-2016-06973. It was reported that the burr became stuck on wire. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were used to treat and advance to the target lesion. During the procedure, difficulties were encountered when the burr was advance over the wire. Then an attempt was made to pull the wire out of the burr but failed. The procedure was completed with a different device. No patient complications were reported and patient's condition was stable.